Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2012. The patient alleges to have been injured without further explanation.

Event description:
Patient allegedly received an implant via the right internal jugular vein due to bariatric surgery. In addition, it is alleged that an unsuccessful percutaneous retrieval was attempted on (B)(6) 2012. Patient is alleging tilt and embedment. The patient further alleges "mental anguish, and anxiety. I have pains in my stomach, and worried because the filter is unable to be retrieved and afraid that it will affect my health and cause complications." Per retrieval report (attempted): "unsuccessful attempt at ivc filter retrieval. The filter had become tilted since placement, and the retrieval hook at the superior aspect of the filter is now embedded in the posterior wall of the inferior vena cava."

Manufacturer narrative:
This event was reported by the manufacturer under MDR# 3002808486-2019-01302.